Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead rt. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved tr band was placed on the patient and was unable to achieve hemostasis until 30cc's were injected into the syringe. Upon deflation, only 14cc's were removed but it was empty. Additional information was received on 05january2022: the procedure performed was a cardiac catheterization. There were 30ml's of air injected into the tr band when it was applied. One hour after the procedure, the tr band started to deflate. Hemostasis was achieved using the tr band; however, it took 30ml's to achieve. There was no blood loss. The patient was in stable condition and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not a reportable event.